Event description:
Revision surgery required due to the patient reporting pain. When x-rays were performed, radiolucencies were observed. During the revision, some suspected metallosis was observed in the synovium, and on the proximal aspect of the femoral stem, which was consistent with the x-ray findings.

Manufacturer narrative:
No 510(k) number provided because this implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.